Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, shortly after implant, this left ventricular (lv) lead dislodged. High pacing thresholds were observed and fluoroscopy confirmed that the lead was not pacing in the lv chamber. A revision procedure was performed and this lv lead was surgically abandoned. No additional adverse patient effects were reported.